Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, transducer fault, and motor fault alarms. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.